Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc231770, model: sc-2317-70, serial: (B)(4), batch: 5057454. Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to the leads having high impedances. It was noted that reprogramming was perform without success. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn (B)(6)) device evaluation indicated that in visual and x-ray inspections, it was confirmed that all cables of the lead are fractured at the click site, about 22 centimeters from the distal end. Sc-2317-70 (sn (B)(6)) device evaluation indicated that in visual and x-ray inspections, it was confirmed that all cables of the lead are fractured at the click site, about 22 centimeters from the distal end. With all the available information, boston scientific concludes that the complaint was confirmed that resulted in the source of high impedances. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures, which causing the reported patients experience. Hence, the probable cause selected for this complaint is cause traced to component failure.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to the leads having high impedances. It was noted that reprogramming was perform without success. The patient underwent a lead replacement procedure and was doing well postoperatively.